Manufacturer narrative:
Additional information in b4, d4, d10, g4, g7, h2, h3, h6: methods, results, and conclusion codes. The product was returned and the lot number and part numbers were confirmed to match those in the complaint file. The part was confirmed for tip fracture. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. It is possible that an off-axis force was applied while in use or that the driver was improperly seated with the screw during torqueing, causing stress.

Event description:
It was reported that the tip of a screwdriver broke during surgery while removing a previously implanted screw. An alternative instrument was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a screwdriver broke during surgery while removing a previously implanted screw. An alternative instrument was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke during surgery while removing a previously implanted screw. An alternative instrument was used to complete the procedure without reported patient impacts.